Event description:
It was reported that the patient developed sepsis. The implantable cardioverter defibrillator (ICD) system including the medtronic right atrial (ra) lead and right ventricular (rv) lead (inactive) were removed on (B)(6) 2024. The patient was reported to be in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5164244.